Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. It was reported that malfunction is believed to be due to hard bone. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110016992, jklong flex drill with sleeve, 642400. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034 - 2018 - 04607.

Event description:
It was reported that during an arthroscopic labral repair in the hip, two (2) drill bits broke and the pieces were removed arthroscopically. No additional patient consequences were noted. The reason for this malfunction is believed to be because of hard bone.